Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory and was due to a broken can wire.

Event description:
It was reported that the patient presented in clinic for normal follow-up and high, high voltage lead impedance was observed. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.